Event description:
Adverse event(s): "no pt involvement" (no pt involved). Product problem(s): "bed shut off when customer was moving bed in" (loss of power). The reporter indicated, the bed shut off when the customer was moving the bed in. There was no pt involvement and the issue happened during calibration on a training day.

Manufacturer narrative:
Determination of root cause: assessment: during the on site investigation, the territory mgr (tm) checked the bed cables and connections; no problem found. The tm then completed a successful system verification to spec. Conclusion: a definitive root cause could not be determined. (B)(4).